Event description:
It was reported that a perforation and patient death occurred. The 75% stenosed target lesion was located in the mid left anterior descending artery (lad). A 1.25mm rotapro, 1.50mm rotapro and rotawire were selected for atherectomy procedure. The rotapro was prepped and platformed at between 165000rpm to 170,000rpm outside the patient. After several passes, the 1.25mm rotapro was no greater than 170,000rpm revolutions. The physician took an injection and everything looked fine. Then, the physician thought the vessel to use with a larger burr, so the 1.25mm rotapro was removed and a 1.50mm rotapro burr was advanced. After a couple of passes with revolution at 160,000rpm, there was no deceleration noted under 150,000rpm. Then, the burr removed from patient and perforation was noted. The physician tamponade the vessel with a balloon for several minutes. The physician used another larger balloon which would have covered the entire lesion length and tried to advance that, but the balloon would not go on rotawire. The physician exchanged out for a long choice guidewire for extra support. The patient's blood pressure decreased and the patient became hypotensive. A stent was deployed in the distal lad and in the proximal lad to cover the perforation. Despite these covered stent deployments, the patient's heart rate did not improve as the blood pressure did not improve. Cardiopulmonary resuscitation (CPR) was performed and anesthesia was administered for intubation. The patient was awake, and the patient was hypotensive. After multiple attempts, pericardiocentesis performed. The patient was in the operating room with no blood pressure, got intracardiac massage with copious amounts of blood coming out of the patient heart and chest wall cavity. The patient died in the operating room.

Event description:
It was reported that a perforation and patient death occurred. The 75% stenosed target lesion was located in the mid left anterior descending artery (lad). A 1.25mm rotapro, 1.50mm rotapro and rotawire were selected for atherectomy procedure. The rotapro was prepped and platformed at between 165000rpm to 170,000rpm outside the patient. After several passes, the 1.25mm rotapro was no greater than 170,000rpm revolutions. The physician took an injection and everything looked fine. Then, the physician thought the vessel to use with a larger burr, so the 1.25mm rotapro was removed and a 1.50mm rotapro burr was advanced. After a couple of passes with revolution at 160,000rpm, there was no deceleration noted under 150,000rpm. Then, the burr removed from patient and perforation was noted. The physician tamponade the vessel with a balloon for several minutes. The physician used another larger balloon which would have covered the entire lesion length and tried to advance that, but the balloon would not go on rotawire. The physician exchanged out for a long choice guidewire for extra support. The patient's blood pressure decreased and the patient became hypotensive. A stent was deployed in the distal lad and in the proximal lad to cover the perforation. Despite these covered stent deployments, the patient's heart rate did not improve as the blood pressure did not improve. Cardiopulmonary resuscitation (CPR) was performed and anesthesia was administered for intubation. The patient was awake, and the patient was hypotensive. After multiple attempts, pericardiocentesis performed. The patient was in the operating room with no blood pressure, got intracardiac massage with copious amounts of blood coming out of the patient heart and chest wall cavity. The patient died in the operating room. It was further reported that a cardiac tamponade occurred.

Manufacturer narrative:
H6: patient codes: cardiac tamponade patient code added.